Manufacturer narrative:
Additional information was received that there were three contacts were unable to be removed from the epidural space and no further course of action for the three contacts.

Event description:
A report was received that the patient was experiencing lack of stimulation. X-ray result showed a dislodged lead and dislodged contacts. The patient underwent a lead revision procedure wherein a lead was explanted. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead body was cut, and the reported damaged paddle was not returned. Visual and x-ray inspections found that one of the cuts was made cleanly while the other showed melted cut. There were no open/fractured cables except the intentional cuts. Damage to the device was similar to the typical explant damage and was not considered a failure. Since the device returned with the explant damage, the source of the complaint was not determined.

Event description:
A report was received that the patient was experiencing lack of stimulation. X-ray result showed a dislodged lead and dislodged contacts. The patient underwent a lead revision procedure wherein a lead was explanted. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing lack of stimulation. X-ray result showed a dislodged lead and dislodged contacts. The patient underwent a lead revision procedure wherein a lead was explanted. Device malfunction was suspected. The patient was doing well postoperatively.